Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00658.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod6 coils. During the procedure, the physician advanced another manufacturer's catheter into the target vessel, then inserted a px slim delivery microcatheter (px slim) through it. Next, the physician advanced approximately 30 centimeters of a pod6 coil through the px slim and then encountered resistance. Therefore, the pod6 coil was removed from the patient's body. The physician then flushed the pod6 coil and the pod6 coil pusher assembly with water, prolonged the clean region, straightened both the px slim and the pod6 coil and made another attempt to advance the coil through the px slim; however, resistance was met again and therefore, the coil was removed. After removing the pusher assembly from the px slim, the physician flushed it from the tip of the introducer sheath and then used a y-connector so that the sheath does not ovalize due to his grip. However, the physician was still unable to completely advance the pod6 coil through the px slim. Therefore, the coil was removed and a new pod6 coil was opened. After flushing the packaging hoop of the new pod6 coil, the physician straightened both the px slim and pod6 coil, then used a y-connector and attempted to advance the coil through the px slim. However, the coil was unable to advance completely through the px slim and upon pushing the coil further, the pusher assembly became kinked and fractured. After removing the pod6 coil from the px slim, the physician noticed that it had unintentionally detached. The procedure then continued using a new pod5 coil and the physician was able to forcefully advance the coil through the px slim and into the target vessel without resistance. The procedure was then completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod6 pusher assembly. The pusher assembly was kinked approximately 84.0 and 91.0 cm from the proximal end, and fractured approximately 89.0 cm from the proximal end. The introducer sheath was kinked approximately 91.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusion: evaluation of the first pod6 revealed the pusher assembly and introducer sheath were kinked. This damage likely occurred due to forceful manipulation of the pod6 against resistance during advancement into a microcatheter. Evaluation of the second pod6 revealed the pusher assembly was kinked and fractured and the introducer sheath was kinked. This damage likely occurred due to forceful manipulation of the pod6 against resistance during advancement into a microcatheter. If the pod6 pusher assembly becomes fractured, the pull wire may withdraw, which would allow the embolization coil to detach from the pusher assembly. Since the px slim used with the devices was not returned for evaluation, the root cause of the resistance experienced by the physician could not be determined. However, tortuous patient anatomy may cause resistance when advancing a pod6 through a px slim. The embolization coil to the second pod6, as well as the non-penumbra catheter, the pod5, and the px slim mentioned in the complaint, were not returned for evaluation. Pod6s are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.